Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had high impedances on one of their leads. It is unknown which lead contributed to this issue. Surgical intervention occurred on (B)(6) 2023 during which 2 additional leads were placed and the offending lead was re-secured in the battery. Further follow up indicates that the impedances issues have since resolved.

Manufacturer narrative:
Exact date of event is unknown. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8713218. During processing of this incident, attempts were made to obtain complete patient information.